Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and a loose wire was found. The thermal damage was first observed prior to starting the procedure and post anesthesia. The surgeon believes the thermal damage was caused by improper operation by other surgeons during prior uses. There was no instrument collision and no arcing observed. There was no injury to the patient nor the surrounding tissue. Review of the provided image and video was performed. The image and video of the maryland bipolar forceps instrument are consistent with the alleged issue of instrument engagement failure error. Another image provided was consistent with a loose cable on the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument triggered an error message stating that ¿instrument engagement failed. Remove and reinstall.¿ the customer removed the instrument, readjusted the sterile adapter, and reinserted the instrument but the error recurred. A backup maryland bipolar forceps instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failed mechanical engagement when placed on the in-house system. Instrument inputs failed to engage with the sterile adapter after multiple attempts. A review of the system logs showed five instances of the 22020 error, indicating failed engagement on the wrist pitch axis. The maryland bipolar forceps was retested and failed engagement on multiple attempts. The maryland bipolar forceps instrument also had a broken pitch cable at the proximal end. As a result, the instrument failed to engagement on the in-house system. The complaint was confirmed by failure analysis. Failure analysis found additional observations not reported by customer or related to the primary failure: the instrument was found to have thermal damage on the bipolar yaw pulley that resulted in exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. The instrument was also found to have damage to the conductor wire insulation. There was no missing material and no exposed internal wire due to the insulation damage. Review of the provided image and video was reviewed by regulatory post market surveillance (rpms) analyst. The image of the maryland bipolar forceps instrument is consistent with the alleged issue of instrument engagement failure error. The video did show the error message "instrument engagement failed. Remove and reinstall" after instrument installation.